Manufacturer narrative:
A ge rep evaluated the system and repaired the collimator motor. The system operates as intended.

Event description:
The customer reported the collimator would not work. No pt injury was reported.